Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 years and 11 months post transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 valve in the aortic position, a patient has been complaining of dyspnea on exertion (doe) and fatigue for the last 6 months, limiting life. The fcs advised that intervention is required. The treatment they are planning is thv in thv. The procedure has not occurred yet. After reviewing the medical records provided, the patient is an 80-year-old female, with a past medical history significant for aortic stenosis, congestive heart failure, bradycardia, hypertension, hyperlipidemia, type ii diabetes mellitus, hypothyroidism, asthma, obesity, gastrointestinal bleeding, worsening dyspnea on exertion, and fatigue, who underwent transcatheter aortic valve replacement with implantation of a 23 mm sapien 3 valve in the aortic position on 02/03/2022. The postprocedural course was complicated by the development of complete heart block requiring implantation of a non-edwards micra permanent pacemaker shortly after the tavr procedure; this adverse event is reportable and will be captured in the tvt registry. Approximately 3 years and 11 months post-implant, worsening, lifestyle-limiting dyspnea on exertion and fatigue over a six-month period were reported. A transthoracic echocardiogram from (B)(6) 2025 stated there was tavr calcification with a mean gradient of 44 mmhg, and a subsequent transesophageal echocardiography performed on (B)(6) 2026 did not confirm the calcification, but showed the valve to be well-seated with mild central and paravalvular aortic insufficiency and severe bioprosthetic aortic valve stenosis, evidenced by an aortic valve area of 0.4 cm', a mean gradient of 43.05 mmhg, and a peak velocity of 4.31 m/s. No thrombus, clot, or vegetation was identified. Based on valve acceleration time and velocity, the evaluating physician opined that the findings are consistent with structural valve degeneration rather than patient prosthesis mismatch. The management plan includes discussion of redo tavr and completion of a tavr cta for procedural planning.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: device codes, type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The complaint for degeneration was confirmed based on the medical record. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As reported, 'approximately 3 years and 11 months post-implant, worsening, lifestyle-limiting dyspnea on exertion and fatigue over a six-month period were reported. A transthoracic echocardiogram from december 2025 stated there was tavr calcification with a mean gradient of 44 mmhg, and a subsequent transesophageal echocardiography performed on 01/14/2026 did not confirm the calcification, but showed the valve to be well-seated with mild central and paravalvular aortic insufficiency and severe bioprosthetic aortic valve stenosis, evidenced by an aortic valve area of 0.4 cm', a mean gradient of 43.05 mmhg, and a peak velocity of 4.31 m/s. No thrombus, clot, or vegetation was identified. Based on valve acceleration time and velocity, the evaluating physician opined that the findings are consistent with structural valve degeneration rather than patient'prosthesis mismatch.' In this case, the patient had vast comorbidities (i.e. Hypertension, hyperlipidemia, type ii diabetes mellitus, hypothyroidism, obesity, etc.), which are known factors that may increase the risk for early valve degeneration/deterioration. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.